Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 471 mg/dl. They dosed 15 units of humulin r. They rechecked their glucose almost two hours later and obtained a reading of 480+ mg/dl. They phoned their doctor and was instructed to dose 20 units of humalog. After the dose, they said their glucose dropped. They used the device and it read 72, 67, and 60 mg/dl on the way to the hosp. At the hosp, there meter read 75 mg/dl. Patient was treated with an IV and released. Controls were not used. The device was replaced and requested to be returned for evaluation.